Manufacturer narrative:
A product investigation is in progress.

Event description:
Consumer sent e-mail stating there were 3 tampons in the box with cords that were not attached. No injury was reported.

Event description:
Consumer sent e-mail stating there were 3 tampons in the box with cords that were not attached. No injury was reported.

Manufacturer narrative:
(B)(6) 2020: product investigation results: no failure could be identified as a result of the investigation.